Manufacturer narrative:
Medically significant.

Manufacturer narrative:
The production and quality control documentation for lot number 4rsdo07b, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 4rsdo07b, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of july 20, 2015, a total of (4) complaints (including this complaint) had been reported for lot number 4rsd007 and all related sub-lots: 2 complaints had been reported for lot number 4rsd007 (2 adverse event reports). Two complaints had been reported for lot number 4rsd007b (1 adverse event report & 1 tip breakage). Genzyme biosurgery would continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA was required. Additional information was received on july 22, 2015. The ptc investigation results were added.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who developed acute synovitis after receiving treatment with synvisc. No other medical history, concomitant medication or concurrent condition was reported. The patient had treatment with synvisc (15 to 20 years ago) without problems in the past. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml every week (indication: not reported, batch/lot number: 4rsd007b and expiration date: 09/30/2017) into an unspecified knee. The same day, the patient developed acute synovitis with symptoms of chills, fever, swollen knees and pain. On an unknown date in (B)(6) 2015, 50 cc of the fluid was drained and was sent to laboratory for analysis and culture test (knee effusion). On (B)(6) 2015 another 30 cc of fluid was drained. It was reported that the patient's physician had 2 more synvisc injections to give if necessary. Action taken: stopped temporarily. Corrective treatment: dexamethasone (decadron), triamcinolone acetonide (kenalog), oxycodone hydrochloride/paracetamol (percocet), clindamycin phosphate (clindamycin). Outcome: unknown for both the events. Seriousness criteria: required intervention and medically significant for the event of acute synovitis. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.